Manufacturer narrative:
Field safety action has been issued for this event (B)(6) 2020. Fields h7 and h9 now populated.

Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because device lot number unavailable.

Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra), left ventricular (lv) and right ventricular (rv) lead due to cied system/pocket infection. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. During the procedure, the ra and lv leads were extracted successfully with traction. The rv lead (with three lumens present) was extracted with use of a spectranetics 16f glidelight laser sheath. Use of the bridge balloon was not necessary during the lead extraction procedure. When the bridge balloon was removed from the body after the procedure, the physician noted a large thrombus on the bridge balloon that remained in the patient when the bridge balloon was removed. There was no reported patient harm. The manufacturer became aware of this event from a physician presentation and from subsequent conversations with the physician and manufacturer.